Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue could not be duplicated and the navigation system then passed the system checkout and was found to be fully functional. The polaris spectra was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned polaris spectra system control unit (scu) was found to be fully functional. A check of the event log did not reveal any adverse events. There was no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the localizer was not connected. The manufacture representative checked for unplugged cables. It was found that the system was moved and it caused cables to be unplugged. The cables that powered the polaris spectra system control unit (scu) was disconnected. There was no patient present when this issue was observed.